Event description:
Alcon eye laser turned off during middle of procedure. Unable to restart machine. Error code 8112 noted, and notified representative of alcon.what was the original intended procedure?bilateral laser for retinopathy of prematurity.